Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
The lay/user patient contacted lifescan in 2007 and alleged that her one touch ultra meter was reading inaccurately erratic. The patient reported obtaining results of 187 mg/dl, 161 mg/dl, and 165 mg/dl on the subject meter, performed greater than 20 minutes of each other. She also reported that the alleged issue first occurred approx seven months earlier. After the reported issue began, the patient developed the symptom of nervousness. She did not receive/require medical intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is reported because the patient alleged that the subject meter was giving erratic readings and after the issue started, she developed the symptom of nervousness. The patient had performed the precision test greater than 20 minutes apart. Replacement products were sent to the lay user/patient.